Manufacturer narrative:
A getinge field service engineer(fse) evaluated the unit, and found that the device passed all functional and safety tests according to factory specifications. There was no issue found in the device log, and the iabp circuit that was used was faulty. The device was returned to the customer and cleared for clinical use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit has a leak. There was no patient harm reported.